Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not fully implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was hospitalized due to a broken wrist. During the surgical procedure to treat the fracture, the head of the cortical screw broke as it was being manually inserted. The head of the screw was able to be retrieved; however, it was impossible for the surgeon to remove the screw shaft. As a result, a portion of the broken device remained in the patient. This report is 1 of 1 for (B)(4).